Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding an instrument used for dlif clydesdale therapy. It was reported that the mechanism of the flex arm blocked during the installation. The surgeon could not tightened the "handle" place on the top of the articulation. It was not possible for the surgeon to place and fixed correctly the flex arm on the table. Patient was on the operation table at the time of event. There was no fragment left in the patient. There was a delay of about 15 minutes.